Event description:
It was reported that the patient's pump had a motor stall and patient was having insufficient pain relief. The reporter stated that the pump had 'run dry'. Patient planned to talk to healthcare provider about explanting the pump. Reporter stated that 'the drug delivery therapy bothered' the patient, and that 'it was painful'. Reporter further stated that the pump was 'defective', 'had motor stalls' and 'just stopped working abruptly with no notice'. The reporter was unable to provide further details surrounding the motor stall event. The medication in the pump was morphine. Additional information has been requested, however was not yet available at the time of the report.

Event description:
Additional information received reported that the patient's pump was "beyond any battery life" and "exhausted any drug that was in it". The reporter further stated the "exact reason was to cure local pain", and the patient and daughter was the pump removed as "it was not effective". It was unclear if the pump was removed, as no further detail was provided. Additional information has been requested, however, was not yet available at the time of this report.

Event description:
Additional information received reported that the patient had the pump removed in (B)(6) 2012. The catheter was left in the patient. It was noted that the pump had "failed" and "stopped working." The pump "was causing more problems than anything else" and the patient seemed to be in more pain. That was the reason why the pump was removed.

Manufacturer narrative:
Product ID 8703, lot# j93117941, implanted: (B)(6) 1993, product type catheter; product ID 8575, lot# j0333121r, implanted: (B)(6) 2004, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).